Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty to position and difficulty to remove from the guide wire were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficult to position and difficult to remove appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during advancement and removal of a 3.25 x 28mm xience alpine stent delivery system, resistance was felt with the non-abbott guide wire and the device locked up; therefore the stent was unable to be positioned appropriately for deployment. The device was simply withdrawn altogether as a single unit. Another device was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.